Event description:
Single line transducer kits have begun to "disconnect" while in use. Luckily, the ICU staff was present (or nearby) and corrected the problem before major issues occurred. Edwards life sciences (MFR) reported they corrected this problem however rptr has had "9" incidents where this arterial line falls apart. Mfg catalog # pxvp2284. The MFR has replaced several lot numbers. This continues to happen. Co has not had any pt issues and has changed to another product.